Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis(uterine endometriosis)"). The patient was treated with surgery (surgery to remove device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered adenomyosis and medical device removal to be related to essure. Considering injuries following events are described from social media: adenomyosis and medical device removal . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis(uterine endometriosis)"). The patient was treated with surgery (surgery to remove device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered adenomyosis and medical device removal to be related to essure. Considering injuries following events are described from social media: adenomyosis and medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc (product technical complaint ) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.